Manufacturer narrative:
The device remains in-situ and is therefore not available for evaluation. The device history records were reviewed for this manufacturing lot and all released product met specification. Surgical re-intervention is listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient reported she underwent cataract surgery with hydrus microstent implantation on (B)(6) 2022. She reported the device "did not go in correctly" during surgery and another surgeon attempted explantation on an unknown date but was unsuccessful. Additional information has been requested.